Event description:
A report was received that the patient was having frequent ipg charging and it does not alert when fully charged. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint of ipg does not alert the patient and suboptimal relief from stimulator was not verified. Upon receiving, the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 3.93 volts. This result indicated that the device is capable of being totally charged under a proper charging method. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was having frequent ipg charging and it does not alert when fully charged. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the ipg.

Event description:
A report was received that the patient was having frequent ipg charging and it does not alert when fully charged. The patient will undergo an ipg replacement procedure.